Manufacturer narrative:
Lot number and serial number were not available on the date of filing. No devices were received by the manufacturer on the date of filing. Manufacture date was unavailable in the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were worn out spinous process clamps. There was no patient present.

Manufacturer narrative:
The thoracic clamp was returned to the manufacturer for analysis. Analysis through functional testing and visual/physical ex amination found no fault with this clamp. The returned clamp was found to be in good condition and had normal function. If information is provided in the future, a supplemental report will be issued.